Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they had their implant replaced on (B)(6) 2024 but the surgery left them paralyzed and so it wasn't activated until (B)(6). See (B)(4) for omitted information regarding the external device issues additional information was received from an healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the patient was at the (B)(6) for post op care. There was nothing in the notes regarding paralysis. A nurse from the hcp's office reached out to the patient on (B)(6) as they were not present for a post op appointment and the patient stated that they were evaluated at the rehab facility and the incision site showed no sign of infection. On (B)(6), the patient met with the surgeon and the patient was stating they were "worse since implant". It was noted that the patient had drop foot on their right leg and had fallen on their driveway in (B)(6). The patient could not drive. The patient then continued rehab and had a knee brace prescribed. The patient then had a follow-up appointment in (B)(6) where instability on the right knee was observed. The patient was then seen in (B)(6) and had another fall and another episode but there were no broken bones. Medication was prescribed. There was nothing in the notes of anything being wrong with the implant besides difficulty charging. There was talk about worsened pain, but they are still monitoring the use of the implant 1 year post op.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 06-may-2028, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 06-may-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.